Event description:
It was reported that the device was unable to be turned on with battery. Work with ac cable. No patient injury reported.

Manufacturer narrative:
No information has been provided to date. Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found tamper seal missing. There was no evidence of the error found in the event history log (unable to download). Customer reported problem was duplicated. When using batteries, the device failed to power on. Also found that the device failed to power up with the adapter cord. With further investigation, the device was opened and a test power switch and harness was used to power on the device, it was later found that the power switch and harness were inoperable. It was recommended replacing the power switch and harness for corrective action. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.